Event description:
Revision occurred approximately 2 months after previous revision for potential infection at implant site. Offset humeral head, offset 24 mm taper adapter, and 20 mm screw explanted. Replaced with 24 mm taper adapter and centered humeral head.

Manufacturer narrative:
Revision occurred approximately 2 months after previous surgery for infection at implant site. No actual, implied, or suspect link to fx product.